Event description:
Clinical study. It was reported that eight months following a coronary artery drug eluting stenting procedure, the pt underwent a target vessel re-intervention (tvr). The index procedure treated 2 target lesions. Lesion 1, 24mm in size, located in the distal right coronary artery (distal rca) placed 2 stents, a taxus express2 2.5 x 16 mm and taxus express2 2.5x 8mm, 95% diameter stenosis with moderate calcification. Lesion 2, 20 mm in size, located mid rca treated with a taxus express2 2.5x 24mm, 70% diameter stenosis with moderate calcification. The pt was discharged 1 day following the procedure. Tvr event had a taxus express2 otw stent implanted in cass site 1 and another placed in cass site 2. The relationship to the taxus stent was unk for each tvr. The pt was hosptalized for 3 days with no report of prescribed medication.